Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause could not be determined conclusively; most probable root cause is user handling, performing surgery outside the recommended settings. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that while creation of flap it was found that the lower part of the flap was too thin in the left eye of a patient during lasik surgery. There are multiple related reports for this event. This report addresses the patient initial's (B)(6), in the left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that while creation of flap it was found that the lower part of the flap was too thin and had corneal flap tear in the left eye of a patient during lasik surgery. There are multiple related reports for this event. This report addresses the patient initial's s (B)(6), in the left eye and other manufacturer reports will be filed.